Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2017 with blood glucose over 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and infection. Customer was admitted to ER and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Insulin pump is not expected to return.